Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose/flush drive support disk. The device was received with cracked case at the display window corners and battery tube threads, scratched screen, missing end cap sticker, and stained black address/serial number label.

Event description:
The customer reported that the insulin pump alarmed while priming and insulin squirted out during the manual prime process. The blood glucose reading was 243mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.